Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment crack was observed. Corrosion was observed within the battery compartment. Leak testing revealed a battery compartment leak. No moisture was observed on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the damage was located at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.